Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a delivery anomaly and a bent cannula. The customer's blood glucose reading was 449 mg/dl. The customer treated with a manual injection. The customer's symptoms included headaches, stiffness, sluggish, and thirst. The customer stated that he dropped the insulin pump and later received a weak signal alert. The customer performed the displacement test and it passed. The customer performed the self-test and it passed. The customer's infusion set and holster were replaced. The insulin pump was not replaced or returned for analysis.